Manufacturer narrative:
The user reported a hypoglycemic event; however the exact date of this event was not provided. Therefore, the event date (b3) is not provided in this report. Device functionality at the time of the hypoglycemic event cannot be assessed through log data as the event date is unknown. The user remains ongoing on their twiist pump. No product has been returned to millyard advanced medical products, llc for evaluation. Based on the information available for assessment, a relationship between the twiist automated insulin delivery system and the reported hypoglycemia could not be determined. Efforts to obtain additional information are ongoing. Any new, relevant information will be submitted in a supplemental report, as applicable.

Event description:
An initial event notification was received by millyard advanced medical products, llc, on 02-feb-2026. The user reported having a severe hypoglycemic event. The user remains ongoing on the twiist automated insulin delivery system.